Event description:
It was reported by the customer that during a case accompanied by the sales rep the handpiece was giving solid tones. The generator and blade were troubleshot and determined good. The case proceeded using a different handpiece. There was no consequence to the pt.